Event description:
It was reported to boston scientific corporation in 2007 that a extractor rx retrieval balloon was use in an ercp procedure the same day (male patient; age and weight are unknown). According to the complainant, during the procedure, the balloon broke during stone extraction. A piece of the balloon broke off in the duct and was discovered with additional balloon retrieval. It appeared to have another piece dislodged and was discovered on the guidewire. Another extractor rx retrieval balloon was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as "fine".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and the expiration date are unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.